Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet bionic pancreas, with the cause unclear, and troubleshooting and education were completed without any associated alerts or alarms from the device. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment. Investigation included a review of troubleshooting steps and user education, with no device alarms to analyze. Investigation of this case revealed no device malfunction was identified and no specific component issue was detected. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.